Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and difficulty grasping appear to be related to patient morphology/pathology due to large coaptation gap. The reported patient effect of unchanged tr appears to be related to the reported slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: h6: health effect - clinical code: code 4451 was removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 28 january 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), enlarged atrium, and a dilated annulus for a triclip procedure. During the procedure there was difficulty grasping the leaflets due to the large coaptation gap. The clip was inverted and moved back to the atrium and a little closer to the atrial septal commissure. There was still difficulty grasping leaflets. The decision was made to attempt independent grasping. The anterior leaflet was first captured, followed by the septal leaflet. The tr grade was reduced. The clip was deployed. Shortly after deployment the clip movement was noted fluoroscopy and a single leaflet device attachment (slda) was confirmed. The clip detached from the anterior leaflet and remained on the septal leaflet. The decision was made to end the procedure and refer the patient to cardiac surgery consultation. The final tr grade was 5.